Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and ran performance tests, and intermittent optical sensing module failures were observed. To fix the issue, the fse replaced the fiber optic assembly, the unit passed all calibration, functional, and safety tests per factory specifications, returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed trigger and required repair service. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) failed trigger and required repair service. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, b5, e1(event site email), e2, e3, g3, g4, g7, h2, h6(impact codes), h10. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, e1(site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields - d5, h6(component codes). (Additional contact information(B)(6).

Event description:
N/a.